Manufacturer narrative:
The technician investigated the alleged incident and tested the bed and found no issues with the bed and the bed exit functioned as designed. The account stated that the patient was found on the floor and the bed exit did not alarm and there was no injury reported.

Event description:
The account alleged the patient position module was set but did not alarm. The account alleged that due to the patient position module not alarming a patient fall incurred. The account alleged the patient was not injured.